Manufacturer narrative:
Qa (B)(6) evaluation:. The lens together with case front and back were only received from the customer. Part of the optic edge attached and one of the haptics was peeled off from the lens. Trace of lubricant was found on the lens. No abnormalities were found in production and inspection records of the product. Internal reference: (B)(4).

Event description:
It was reported that haptic damage was noticed upon lens insertion. Reportedly haptic damage occurred with a total of 3 lenses within the same case. Incision was enlarged and lens was removed. Another lens was implanted and the wound was sutured. Additional information has been requested but has not been received. This report is for lens 3 of 3. Evaluation for device with updated results.

Manufacturer narrative:
Regarding this report, hoya device is pending evaluation. Internal reference: (B)(4).

Event description:
It was reported that haptic damage was noticed upon lens insertion. Reportedly haptic damage occurred with a total of 3 lenses within the same case. Incision was enlarged and lens was removed. Another lens was implanted and the wound was sutured. Additional information has been requested but has not been received. This report is for lens 3 of 3.